Event description:
It was reported that the patient experienced urinary incontinence with his artificial urinary sphincter (aus). The aus was functional, but the surgeon decided that the patient needed a smaller cuff due to sub-cuff atrophy. The cuff and pump were removed and replaced with a new aus system, leaving the old balloon in patient. No patient outcome was reported.

Manufacturer narrative:
Investigation summary: analysis of the returned device did not identify a device malfunction. The reported patient symptoms are known risks associated with artificial urinary sphincters and are noted as such in the device instructions for use. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the cuff component was visually inspected, microscopically examined, and tested for leaks. The cuff was measured and confirmed to be 4.5 cm. No anomalies observed. The balloon component was visually inspected, microscopically examined, and tested for leaks. The balloon component passed the visual and leak test. Under the microscope it was observed that the window quick connector had a damage consistent with wear. It cannot be confirmed to be related to the reported events. The pump component was visually inspected, microscopically examined, and tested for leaks. No anomalies observed. Inspection of the remainder of the device revealed no other damage or irregularities. Labeling review: the device instructions for use (IFU) was reviewed. The patient symptoms atrophy and urinary incontinence were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced urinary incontinence with his artificial urinary sphincter (aus). The aus was functional, but the surgeon decided that the patient needed a smaller cuff due to sub-cuff atrophy. The cuff and pump were removed and replaced with a new aus system, leaving the old balloon in patient. No patient outcome was reported.